Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/ pelvic floor. It was reported that the patient had a head MRI today and after 2-3minutes, they had to stop the MRI because the patient was having electrical sensation in their right leg, and patient's device is on the right side. The patient's ins was turned on during the MRI, patient said they didn't know the device needed to be put in MRI mode. Patient services reviewed how to use  programmer and communicator. Patient was able to communicate with the ins and did not see an error message. Patient said they were still swollen and still felt discomfort from the implant procedure. Patient was redirected to their healthcare provider to further address the issue. No further complications were reported at this time.